Manufacturer narrative:
The hcg stat reagent lot number was 76808701 with an expiration date of 31-mar-2025. The troponin t reagent lot number was 795157 with an expiration date of 30-sep-2025. The field service engineer found debris on the sample probe tip. He cleaned the sample probe. He performed precision studies and the results were within specifications. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg stat assay and elecsys troponin t gen 5 assay on a cobas e801 analytical unit. Results of the original sample from the analyzer: troponin t: initial result: 10 ng/l (accompanied by a data flag and assessed as a normal value). Hcg stat: initial result: >10,000 miu/ml (accompanied by a data flag). 1st repeat result: 250369.0 miu/ml (tested on autodilution with a dilution factor of 100). The physician questioned the initial hcg stat result and ordered a rerun of the troponin t. Troponin t: 1st repeat result was in the 550 pg/ml or 660 pg/ml values (the exact result was not provided). The physician questioned the results again and ordered a new patient sample collection. Hcg stat result of new patient sample: <1.0 miu/ml. On (B)(6) 2025, the customer repeated the original sample on the analyzer: hcg stat: 2nd repeat result: 1.00 miu/ml (accompanied by a data flag and considered negative). Troponin t: 2nd repeat result: 10.4 ng/l. Repeat results from another cobas pro analyzer: hcg stat: 3rd repeat result: 1.00 miu/ml (accompanied by a data flag). 4th repeat result: 1.00 miu/ml (accompanied by a data flag). On (B)(6) 2025, the customer repeated the original sample on the analyzer: hcg stat: 5th repeat result: 1.00 miu/ml (accompanied by a data flag). Troponin t: 3rd repeat result: 616 ng/l. The repeat results of the original sample obtained on (B)(6) 2025 were deemed to be correct.

Manufacturer narrative:
The calibration for hcg stat was last performed on (B)(6) 2025, and the calibration for troponin t was last performed on (B)(6) 2025 and they both were acceptable. On the date of the event, the qc recovery for both hcg stat and troponin t was within the customer's established ranges. There was no indication of a performance issue for the reagents. The field service engineer found that the cause was due to a preanalytic issue (debris on the sample probe tip) at the customer site. Preanalytic's are within the customer's responsibility. The service actions (performing routine cleaning on the sample probe) resolved the issue. No further issues were reported afterward.